Manufacturer narrative:
A ge rep evaluated the system and replaced the 12v power supply. System operates as intended.

Event description:
Customer reported the display went black during fluoro during a procedure. System operates as intended.